Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings:the keypad cover was found to be intact and all keypad buttons responded normally to button presses. The keypad was removed and there were no button contact defects observed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. Reportedly, the ¿down¿ arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.